Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j0056642r, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 13-nov-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving gablofen (2000 at 1500/day) via an implantable pump. The indication for use was intractable spasticity. It was reported the patient's pump and catheter were explanted and replaced on the opposite side of the abdomen due to infection. It was noted the event date was (B)(6) 2019. The patient was a resident in an extended care facility. No diagnostics /troubleshooting was noted. It was unknown if the issue resolved.